Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a leakage occurred while using a bd phaseal¿ injector luer lock n35. The leakage was reported to be caused from the disconnection of the phaseal connection causing chemo spillage. The nurse using the device was not exposed and the patient was cleaned. It was also reported there was an issue with the needle of the device failing to retract thus exposing the needle. There was no report of injury or medical intervention.